Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found the instrument passed the engagement and recognition test. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. No product issue was identified and the product is considered conforming in its current state.

Event description:
Refer to h11 for follow-up information.